Event description:
A pt reported experiencing inaccurate erratic results with an ot profile meter. Pt's blood glucose results were 215mg/dl, 104mg/dl. Tests were done less than 10 mins apart with a difference of 62%. Pt did not experience any adverse event. No further info has been reported.